Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: crease flat, delamination and opening. Leak test was performed and found opening on device. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening and device appearance (air cavities are observed but it is not considered a defect due to the non-textured part located). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on plug strap disk shell due to an unidentified (tear) opening. A crack opening on diaphragm valve due to cracked valve seat diaphragm valve. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device was explanted.